Event description:
I flow rec'd a report stating, flow rate too fast. Fill volume 240 ml; infused in 36 hrs instead of 48 hrs noted by pt. Fill volume unk. Medication, 5fu. No adverse event. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and all mfg operations were found to be within specification. No sample was returned to I flow by the customer for eval. The directions for use contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate."